Event description:
A piece of the balloon available that is usually affixed had come unglued and come down over the balloon. A boston scientific biliary dilatation balloon did not function correctly. A piece of the balloon catheter that is usually affixed had come unglued and come down over the balloon. Dr. Reels that this could have caused trauma lo the area and subsequently contributed to the pt developing pancreatitis. Another contributing factor was that all equipment had lo be removed to remove the faulty balloon and then reintroduced causing a longer procedure and more potential trauma to the site.